Manufacturer narrative:
The reported issue was confirmed. The root cause was not able to be isolated. It was noted that the device was receiving repeated alert 113 (reduced water temperature control) during a therapy due to the arctic sun device was not cooling. In reviewing the data files, it appeared that the chiller was struggling to maintain the chiller tank temperature cool. Even in stop mode, the chiller tank took well over 10 minutes to reach 6 degrees celsius. So, suggested to the spanish commercial team that this device should be assessed and further investigated for a chiller replacement. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use are found to be adequate. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user emailed data files showing repeated alert 113 (reduced water temperature control) during a therapy due to the arctic sun device was not cooling. In reviewing the data files, it appeared that the chiller was struggling to maintain the chiller tank temperature cool. Even in stop mode, the chiller tank took well over 10 minutes to reach 6 degrees celsius. So, suggested to the spanish commercial team that this device should be assessed and further investigated for a chiller replacement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user emailed data files showing repeated alert 113 (reduced water temperature control) during a therapy due to the arctic sun device was not cooling. In reviewing the data files, it appeared that the chiller was struggling to maintain the chiller tank temperature cool. Even in stop mode, the chiller tank took well over 10 minutes to reach 6 degrees celsius. So, suggested to the spanish commercial team that this device should be assessed and further investigated for a chiller replacement.